Event description:
The manufacturer received information the user of a dreamstation auto CPAP device had passed away. The patient's son in law reported that the patient was in the hospital and then passed away. The cause of death was not provided. There was no allegation the device contributed to the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the manufacturer received information the user of a dreamstation auto CPAP device had passed away. The patient's son in law reported that the patient was in the hospital and then passed away. The cause of death was not provided. There was no allegation the device contributed to the patient's death. Review of this complaint confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome. Specifically: no device deficiency (e.g., malfunction, misuse, labeling issue, or performance failure) has been identified. No causal or contributory relationship between the device and the reported death has been established. The available information indicates the death is attributable to factors unrelated to the device. Based on the totality of evidence, this event does not meet the criteria for reportability, as there is no reasonable possibility that the device caused or contributed to the death. Therefore, this case has been reassessed and determined to be non-reportable. The event will continue to be documented and trended per internal quality system requirements.